Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient¿s ipg had reached end of life. It is unknown if this occurred prematurely. As a result, surgical intervention occurred wherein the ipg was explanted and replaced on (B)(6) 2025 and the ipg pocket was revised..

Manufacturer narrative:
Correction: b5 - the patient reported experiencing pain and a shocking sensation at the ipg site. As result the ipg was explanted and replaced and the ipg site relocate. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.